Event description:
On (B)(6) 2013, patient contacted animas, alleging that the display screen was blank after pump reboot. Patient reported that battery change did not resolve the blank display issue. Patient confirmed that there was no trauma or moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 12/24/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation was unable to duplicate the reported display issue. The pump powered up to a fully functional verify screen with the appropriate audio and vibration alerts. Review of alarm history confirmed call service 054 alarms which is consistent with sleep alarms that can cause the screen to be blank. The pump casing was opened to further investigate and found no internal defects.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.